Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 400 mg/dl. The customer's mother stated that the alarm occurred while attempting to fill the tubing. She stated that she assumed that the customer received the alarm and did not pay attention to it, leading to the high blood glucose. She also stated that she thought that he may have run out of insulin without noticing, so he did not receive the last bolus. Upon troubleshooting, it was found that insulin exited the tubing and that the insulin pump did not alarm no delivery; she was advised that the insulin pump was working as designed. She declined further troubleshooting for the issue. She advised that the customer would connect the infusion set and go on a hike to lower the blood glucose levels. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.